Event description:
Infection, explant of the bsx ipg system pt had infected competitive device removed. Medtronic lead placed in rv via jugular and connected to an external pulse generator no new device used .this lead sn (B)(6) is being used temporarily. The patient is clearing an infection. Reference reports mw5122834, mw5122836. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).